Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a slight reduction in treatment efficacy and high impedances were discovered over a widespread area. There was no issue observed with the leads; it was determined that the lead extensions were the cause of the impedance readings. Therefore, the patient underwent a revision procedure during which the lead extensions were replaced. Following replacement, the impedances returned to within a normal range and the patient was doing well postoperatively.

Manufacturer narrative:
Device analysis was performed on the returned lead extensions sc-3138-55 serial numbers (B)(6). Lead extension serial number (B)(6) passed visual and functional testing with no anomalies. Visual inspection of lead extension serial number (B)(6) revealed that multiple cables were fractured after the weld in the distal connector stack. The broken cables were still contained inside the connector. This type of damage typically occurs when excessive tensile force is exerted onto the lead extension body and connector section. This damage likely resulted in the reported reduction of treatment efficacy and high impedance readings. A product labeling review that was conducted determined that lead breakage, loose connections and electrical issues can result in reduction in pain relief and is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU). Block d2b: additional pro code selection that applies to the indication of this device <nhl>. Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a slight reduction in treatment efficacy and high impedances were discovered over a widespread area. There was no issue observed with the leads; it was determined that the lead extensions were the cause of the impedance readings. Therefore, the patient underwent a revision procedure during which the lead extensions were replaced. Following replacement, the impedances returned to within a normal range and the patient was doing well postoperatively.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl> additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).